Event description:
The customer reported that the system was heating up when switched on and would not produce fluoroscopic x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ma and kv signals were checked and the filter board in the monoblock would not contact. A replacement quote is in process. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.